Event description:
It was reported that an alert was received via remote transmission showing non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended.